Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported piece of plastic that was observed sticking out from the guide wire exit port was not confirmed as there was no abnormal observation noted at the guide wire exit port. During analysis of the device the reported piece of plastic that was observed sticking out from the guide wire exit port was not present. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, as the device was back-loaded onto a guide wire a piece of plastic was observed sticking out from the guide wire exit port. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.